Manufacturer narrative:
UDI#:-(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of damaged packaging. Inspection of the device identified a hole in the polymer pouch confirming the reported issue. No other visible damage was seen on the outer carton. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following could not be completed with the limited information provided. Age- ni, weight - ni, date of event - ni, date implanted - na, date explanted - na.

Event description:
It was reported that an operation was performed with unknown date. When a nurse opened package of the cement, they found that the polymer pouch had a small hole and polymer leaked at the hole. Subsequently, another cement was used to complete the procedure.